Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was implanted with a plate for a left humeral fracture on (B)(6) 2014. The patient returned to the hospital the (B)(6) 2014 because the plate broke. This report is 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.